Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for svt. Programming changes were made. Patient condition was ok after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).